Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis revealed that the outer insulation was ruptured and was observed to have blood ingression. (B)(4)

Event description:
It was reported that the right atrial (ra) lead was returned to the manufacturer after being explanted due to an associated product. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.